Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, , it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4). The dentist reported that 14 days after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. Moreover, 20n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type IV).